Event description:
A reporter called and reported the issues he experienced from the freestyle libre sensor. He said the reading is erratic in the past few days. He said he is getting readings as low 50, 55 and as high as 219 from the sensor. When he checks his blood glucose using finger prick, the reading is normal. He said he was feeling stomach pain while at work, he went home and checked the reading it was normal. He said, his sensor is not in the recall list.